Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer service center, an error code related to a permanent failure of the internal li ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. In addition, the rubber feet were missing and needed to be replaced. The device powered on and operated as it should. No repair was performed. The unit is not needed for inventory, and it was scrapped.